Event description:
During use of a powerflex pro balloon it was reported that the balloon ruptured during its initial inflation at eight atmospheres (atm). T he patient¿s age and gender were unknown. The target lesion was the external iliac artery. There were heavy calcification, no tortuosity and 100% stenosis. It was unknown if the lesion was a de novo. There was no damage noticed to the packaging prior to use. The device prepped normally. Contralateral approach was made with a guiding sheath (terumo), and the lesion was crossed by the guiding sheath. After a guidewire (terumo) crossed the lesion, the powerflex pro (4/10mm) was delivered over the guidewire for pre-dilatation without difficulty. However, the powerflex pro ruptured at initial dilatation. The brand of contrast used in the procedure is unknown. The contrast to saline ratio is unknown. It is unknown as to what type of inflation device was used. The powerflex pro balloon was exchanged for a different balloon, and the procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during use of a powerflex pro balloon ruptured during its initial inflation at eight atmospheres. The target lesion was the external iliac artery which was heavily calcified, not tortuous with 100% stenosis. It was unknown if the lesion was a de novo. There was no reported patient injury. There was no damage noticed to the packaging prior to use. The device prepped normally. Contralateral approach was made with a guiding sheath, and the lesion was crossed by the guiding sheath. After a guidewire crossed the lesion, the powerflex pro was delivered over the guidewire for pre-dilatation without difficulty. However, the powerflex pro ruptured at initial dilatation. The brand of contrast and contrast to saline ratio used in the procedure is unknown. It is unknown what type of inflation device was used. The powerflex pro balloon was exchanged for a different balloon, and the procedure was finished successfully. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported balloon burst at/below rbp could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (heavy calcification) that may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests that the balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.